Manufacturer narrative:
The investigation determined that lower than expected b-hcg results were obtained when non-vitros (biorad) qc fluids were tested using vitros b-hcg lot 2860 and lot 3040 on a vitros 5600 integrated system. The most likely cause of the lower than expected vitros b-hcg results on (B)(6) 2021 is a transient instrument issue. Lower than expected vitros b-hcg results were obtained from both patient sample testing (lot 2960 and lot 3040) and biorad qc fluid testing on (B)(6) 2021. The customer cleaned the microwell incubator, ran a vitros maintenance pack and recalibrated vitros b-hcg lot 3040 on (B)(6) 2021. Following customer actions, an ortho field engineer performed extensive service actions on the vitros 5600 integrated system and vitros b-hcg results from qc fluid testing have been within acceptable guidelines since ortho field engineer actions. There were limited historical qc results from vitros b-hcg lot 2860 and lot 3040 testing. However, as lower than expected results were obtained on two different lots (lot 2860 and lot 3040) a reagent issue is an unlikely cause of the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros b-hcg reagent lot 2860 or lot 3040. (B)(6).

Event description:
The investigation determined that lower than expected b-hcg results were obtained when non-vitros (biorad) qc fluids were tested using vitros b-hcg lot 2860 and lot 3040 on a vitros 5600 integrated system. Biorad lot 85221, result of < 2.39 miu/ml versus the peer mean result of 6.87 miu/ml. Biorad lot 85223, result of 255.37 miu/ml versus the peer mean result of 527.2 miu/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros b-hcg results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4).